Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic ercp procedure for treatment. The hydra-jagwire coating shreddede after multiple exchanges. The stent could not be passed over the guiodewire. Another of the same devices was utilized to successfully complete the case. The pt did not sustain any ill effects from the guidewire. The patient tolerated the procedure well.